Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging elevated blood glucose since (B)(6) 2013 over 300 mg/dl with achiness and lethargy. The patient stated her bgs remained elevated even with boluses via the pump. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories are correct. The prime history shows the patient is changing sites every three days with appropriate prime volumes. The bolus history shows bolus amounts are all given to completion and as desired per the patient. There are no recent alarms in the alarm history. The patient denied any site, set, or insulin issues. The patient reportedly has changes sites four times since the issue began. The patient demonstrates appropriate site rotation. Troubleshooting indicated the pump is delivering appropriately as programmed. The patient was advised to contact her healthcare provider to discuss possible settings adjustments and for additional troubleshooting of the bg elevations. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the total daily dose for (B)(6) 2013 appears to be inaccurate due to a manual time change from 17:08 to 05:12. Only typical usage alarms and warnings were observed in the alarm history; there were no alarms related to the complaint recorded. The pump successfully completed and passed the required 29 hour flow accuracy test and was found to be delivering within the specification. Unrelated to the complaint, investigation revealed that the force sensor is out of calibration.